Manufacturer narrative:
Results 100: the complaint about ¿invalid impedance¿ was confirmed. As received, microscopic inspection of one of the two returned leads model 3189 revealed a kink with broken wires on lead ¿b¿ were observed approximately 20 from the stimulation end. The distance from the cam mark to the fracture (broken wires) was measured to be 34mm. When the swift lock anchor was aligned to the cam mark, the location of the broken wires corresponded to the distal end of the anchor. The damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while the lead was in the patient. Lead ¿a¿ revealed no anomaly and passed the functional test. Visual inspection of the two returned swift lock anchors model 1192 revealed no anomaly. The returned lead and a lab lead were inserted in the returned anchors and functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note the patient received two leads from the same lot number. It was reported the patient lost stimulation. Diagnostic testing revealed one of the leads had high impedance readings. Both leads were explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.